Event description:
It was reported that the pump battery was unresponsive. Customer plugged the pump into a power source and the pump display turned on. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump.